Event description:
A nurse reported an incident of a ruptured bladder to baxter (B)(6). The bladder ruptured at the end of the infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. A photo was provided of the device for evaluation. The reported condition was confirmed. The root cause investigation for this failure mode is in progress (B)(4).